Event description:
It was reported that the device appeared to stop oscillating whilst in use by the patient. No additional information.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the unit appeared to be assembled correctly and were no physical signs of damage. Functional testing was performed using current testing procedures on both low and high settings. The unit passed the functional testing per the procedures - unable to replicate the reported issue. No problem found. The root cause of the issue could not be determined. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken.